Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis noted abrasion on the outer insulation at 23 cm from the connector pin. The lead abrasion is consistent with that produced by friction with another device.